Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470658 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The no other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 13470658. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization of a reservoir of an unknown target site, when the trufill pushable 5mm complex coil was advanced in the microcatheter (sniper 6f, terumo, detail unknown); it was stuck in the microcatheter. The coil was removed and the other new product was used to complete the procedure successfully. There was no patient injury. A constant and dedicated flush was maintained at all times, and the microcatheter was not damaged. Target lesion was unknown. No information was provided about vessel's characteristic and the patient. There is no additional information. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470658 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device history record review indicates that the product was tested and inspected per established manufacturing requirements including inspection results testing. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported event; however, procedural factors including vessel characteristics and interaction/compatibility with the concomitant microcatheter, with which compatibility has not been established, may have contributed. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization of a reservoir of an unknown target site, when the coil was advanced in the microcatheter (sniper 6f, terumo, detail unknown), it was stuck in the microcatheter. The coil was removed and the other new product was used to complete the procedure successfully. There was no patient injury. A constant and dedicated flush was maintained at all times, and the microcatheter was not damaged. Target lesion was unknown. No information was provided about vessel's characteristic and the patient. There is no additional information.